Event description:
It was reported that the handpiece began leaking during a podiatry case. There was no pt or user injury, and no add'l treatment was required. The procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.